Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a neurostimulator for chronic pain but the battery failed and burnt them. It was removed and later replaced with a pain pump. Relevant medical history includes non-malignant pain. No cause of the battery failing was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.